Event description:
Complainant alleged that while attempting to defibrillate a patient for sudden cardiac arrest, the clinician indicated that when the user followed the device's CPR feedback, the CPR death compressions were too deep causing injury to the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.